Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The preliminary evaluation of the device data logs confirmed that there was an alarm triggered at the time of the fault. The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 189) error message and performed a safety reset. The reporter stated that the device did not trigger an alarm prior to the fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed a single occurence of a system fault (sf 189) and unexpected restart. The reported faults could not be reproduced during in-house testing. The investigation determined that the device faults were most likely due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).